Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018. International UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported airflow issue and replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the 0slpm setting.there was no patient involvement. The event date was not specified; estimate used.